Manufacturer narrative:
(B)(4). The catalog number and lot number - unknown.

Event description:
The customer reports: on (B)(6) 2018 the cvc was placed for acute dialysis was placed. On (B)(6) 2018 the brown luer hub separated from extension line. As a result , the cvc was exchanged. The patient is fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned a brown luer hub for investigation. No other parts or devices were received. Microscopic examination of the luer hub revealed the extension line detached near the distal base of the luer hub. The fractured surface of the extension line can be seen. The edges of the fractured surface were waved and fragmented. The distal end of the separated extension line was not returned. A device history record review could not be performed as a definite material number for this complaint was not received from the customer. In general, the instructions for use provided with arrow kits warn not to apply excessive force when removing the guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. The reported complaint that the extension line separated from the luer hub was confirmed based on visual examination of the received sample. Microscopic examination of the luer hub revealed the extension line detached near the distal base of the luer hub. However, since the separated extension line was not returned, and a definite material number was not provided by the customer to perform a device history record review, the probable cause could not be determined.

Event description:
The customer reports: on (B)(6) 2018 the cvc was placed for acute dialysis was placed. On (B)(6) 2018 the brown luer hub separated from extension line. As a result , the cvc was exchanged. The patient is fine.